Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that repeated faults occurred on arm 2. The errors identified were 23098, 32097, 32115, and 25732. The user attempted to recover from the faults, but the errors returned immediately. The tse advised the user to perform a hard reboot on the system, which did not resolve the issue. The user then exercised arm 2 through its range of motion and attempted recovery, but the fault persisted. The tse suggested that the user disable arm 2 and use arm 1 alongside arms 3 and 4, which the user proceeded to do. The user continued the procedure using arms 1, 3, and 4 without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the user confirmed that ports were placed prior to the event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the distal set-up joint (dsuj) and the universal surgical manipulator (usm) 2 for failure analysis investigation. The units were analyzed, and the following investigations were made: distal set-up joint (dsuj): the unit was analyzed and the reported 23098, 32097, 32115, 25732 errors were confirmed but not replicated. In logs, the 23098, 32097, 32115, 25732 errors were found indicating multiple communication errors, maxis errors, and maxm errors, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where no errors were triggered and performed as expected. The unit was then installed onto a psc fixture test platform (pftp) where it passed all relevant testing, and no errors were triggered. The reported errors were not replicated during the testing process. The usm was returned for failure analysis and the reported fault codes were confirmed but not replicated. In log reviews, 25730,23098, 32115, 23065, 32097 error were found, confirming the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a psc fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight, cva, and hall sensor assemblies were inspected, but no faults could be identified. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to intermittent communication and control signal anomalies within usm2 as indicated by multiple system log errors. As a precautionary measure the usm2 was replaced by the fse.